Manufacturer narrative:
(B)(4). The insulin pump was received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Pump passed self test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. No button error troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.